Manufacturer narrative:
This supplemental report is being filed to relay corrected information, and information that was not available at the time of initial reporting. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had a fracture and the chipped off piece is not returned. The device was manufactured in june 2014 and had an approximate field life of two (2) years with an unknown frequency of use. Device history records were reviewed and no discrepancies were found. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue.

Event description:
It was reported while impacting the femur, a piece of impactor chipped off. The instrument was put in washer to sanitize and the chip got lost in washer. The fractured piece remains missing.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that a piece of the femoral impactor broke off when it was impacted.